Manufacturer narrative:
Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection, and functional testing were performed. The customer reported problem was confirmed. According to the investigation, the device failed functional testing with air detected in line error test and error was also verified in mu mode. The investigation reported that the reported issue was caused by the pump air detector sensor which was defective and inoperable. Investigator?s replace the pump air detector. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited continuous alarm "air in line" with no air present. No patient involvement reported.